Event description:
IV fluid failed leaking from the vent on the 0.2m an elminating filter of the abbott provides pump set. #13570. Pt not capable of self care. Required unplanned nursing visit to this home pt to change tubing. Problem resolved with replacement of the set. Leaky set saved to send to abbott. Concerns: inappropiate loss of fluid from system causing inadequate dose administration, potential contamination of IV system and subsequent development of bacteremia/potential sepsis and pt discomfort/inconvenience. Also inconvenience to pharmacy and nursing agency.